Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected while the customer slept. Customer reconnected the connection to address the issue. Customer's blood glucose level was 382 mg/dl.